Manufacturer narrative:
Update august 8th 2025: the device was successfully restarted. The current battery level is 85 percent (mos1), and the therapies remain active. Device remains implanted. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data has been analyzed. The analysis did not show any indication of an ICD malfunction. The data documented a total of 159 episodes. Episodes 45 to 159 occurred on july 31st, 2025. These were caused solely by intrinsic signals. The analysis of the shock holter data showed that an amount of 99 charging cycles, of which 50 resulted in shock deliveries, was performed by the device within five hours on july 31st, 2025. As a result of that fast successive charging the eos battery status had occurred at 16:41 h. Please note, upon a large amount of consecutive charging cycles a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This does not represent a battery or hybrid malfunction. It was reported that the eos status was successfully reset. The data after reset was evaluated and indicates a normal functionality of the ICD. The battery is not depleted and showed the status mos1. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. The battery status eos was activated due to the fast successive charging of defibrillation shocks, and the battery is not depleted.

Event description:
It was reported that device went in eos after an electrical storm resulting from incessant ventricular tachycardia and spike twisting requiring electrical cardioversion. Patient was dizzy. Background pathology prolonged qt syndrome. Patient is awaiting device replacement. Should additional information be received, this file will be updated.